Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder had foreign material. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the air/water cylinder of the colonovideoscope had foreign material. There were no reports of patient involvement.